Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, the manufacturing and expiration dates are unknown. Patient age, weight, gender and medical history were not provided. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, an enterprise stent (enf402312/lot unk) was not fully deployed and an envoy catheter (55625800/lot unk) and two envoy da catheters (67125805d/lot unk) were kinked. It was reported that the information provided for this complaint was all of the details that were known/available regarding this event.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by a healthcare professional, an enterprise stent (enf402312/lot unk) was not fully deployed and an envoy catheter (55625800/lot unk) and two envoy da catheters (67125805d/lot unk) were kinked. It was reported that the information provided for this complaint was all the details that were known/available regarding this event. Multiple attempts to obtain additional information were unsuccessful. The product was not returned for evaluation. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. In addition, without a lot number to conduct a device history record review, it is not possible to determine if the reported failure could be related to the manufacturing process. The exact cause of the event could not be conclusively determined; however, is it possible that procedural/handling factors may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.